Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that 392 patients underwent primary hip replacement. Subsequently, 392 revisions were identified by njr for the bimetric cementless stem for unknown reasons.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. G3: report source, foreign - event occurred in united kingdom. Additional information: complaint is updated with analysis summary from njr, please assess for the reports. The national joint registry notified zimmer biomet on 13 november 2019 that the bimetric cementless stem was identified as a level 2 outlier when compared to other cementless stems in the UK njr. At the time of the notification, there were 4,939 primaries and 392 revisions (7.9% raw revision rate, ptir = 0.95). Currently, there are 4,939 primaries implanted and 393 revisions. Survivor ship is 90.7% at 10 years and 85.9% at 15 years. Executive summary: the bimetric cementless stem shows higher revision rates when compared to other similar stems in the UK njr. Implant size and implant articulation appear to be related to the higher revision rates. Metal cups and resurfacing cups had over a 3x higher revision rate than ceramic and poly cups. Patients implanted from 2004 to 2008 had a higher revision rate than those implanted from 2009 on. 203 of the 393 revisions (51.7%) were due to adverse soft tissue reaction to particle debris. Zimmer biomet internal analyses of UK njr bimetric cementless stem data patient demographics show a healthier group of patients using the bimetric cementless stem as compared to other cementless stem patient groups. 28.9% of bimetric cementless stem patients were asa grade p1, whereas only 18.3% of all UK njr cementless patients were asa grade p1. Age demographics and indications for use was similar between bimetric cementless stem and all other cementless stems in the UK njr. The number one reason for the 393 revisions for bimetric cementless stem was adverse soft tissue reaction to particle debris, occurring in 203 of the 393 revisions or 51.7% of all revisions. This is a well-researched area of metal on metal articulation. The metal on metal articulations used with the bimetric cementless stem were last implanted in the UK in 2011. Based on our analysis no further action is needed and complaints received for bimetric cementless stem will continue to be monitored as part of our ongoing pms process.

Event description:
It was reported that 392 patients underwent primary hip replacement. Subsequently, 392 revisions were identified by njr for the bimetric cementless stem for unknown reasons. Additional information received from njr.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that 392 patients underwent primary hip replacement. Subsequently, 392 revisions were identified by njr for the biometric cementless stem for unknown reasons.